Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken off battery tube threads and cracked reservoir tube lip. The act and down arrow buttons did not respond due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis.